Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter did not blink when connected to the sensor. It was reported that the minilink was bent or dislodged. It was reported that two out of the three sensors had issues. It was reported that replacements would be sent out. No further information provided.